Event description:
On 26th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that the fastening screws on the central axis, which are fixing support arm system, were partially broken. Moreover, based on photographic evidence the paint was damaged with missing particles on the arms and main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment and serious injury and any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The initial reporter was getinge technician. The correction of b5 describe event and problem, d4 serial # and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 26th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that the fastening screws on the central axis, which are fixing support arm system, were partially broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment and serious injury. Corrected b5 describe event and problem: on 26th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that the fastening screws on the central axis, which are fixing support arm system, were partially broken. Moreover, based on photographic evidence the paint was damaged with missing particles on the arms and main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment and serious injury and any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that the fastening screws on the central axis, which are fixing support arm system, were partially broken. Moreover, based on photographic evidence the paint was damaged with missing particles on the arms and main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment and serious injury and any particles falling off into sterile field or during procedure may cause contamination or serious injury. Defective screws were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. In case of loosening, the probable causes of loosening correspond to an improper initial tightening during the installation or a maintenance not in accordance with the manufacturer's recommendations. In case of rupture, the failure of the screws is related to fatigue stresses due to moderate shear overload. All facies have a fatigue failure zone more or less extensive. Initiated at the bottom of the thread, the repeated low mechanical stresses caused the breakage of a first screw. The rupture of the other screws corresponds to progressive propagation of the shear effect. The yearly preventive maintenance program mentions: to check the suspension fixing screws. It is also indicated to not retighten the screws during maintenance. If screws appear loosened replace them. To replace the 6 fixing screws every 6 years. In april 2019 getinge transmitted the service bulletin 98 on getinge online reminding to carry out preventive maintenance and wearing parts replacement to ensure the device safety. The service bulletin 98 mentions to replace the suspension fixing screws every 6 years during the preventive maintenance. Moreover, the voluntary fsca-808092, relating the maintenance program on maquet sas¿ or light systems, was communicated in september 2023, in order to focus especially the periodic replacement of the suspension fixing screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: elisabeth-krankenhaus essen gmbh h3 other text : device not returned to manufacturer.

Event description:
On 26th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that the fastening screws on the central axis, which are fixing support arm system, were partially broken. There was no injury reported, however, we decided to report the issue in abundance of caution as broken screws holding the device configuration may lead to the device detachment and serious injury.